Manufacturer narrative:
Product was not available for evaluation because the device had been discarded. A review of the lhr did not reveal any issues during the manufacturing of this lot. Subject that participated in peak tonsillectomy study report post-op bleed nine days after post-operatively. Subject was admitted to operating room for physician to control the bleeding. Per the physician, subject was playing baseball and this strenuous activity caused the bleeding. It was not due to the device.

Event description:
Pt reported post-op bleed 9 days after tonsillectomy. Bleed occurred after pt was playing baseball.